Event description:
A consultant of a facility reported the temperature of the cidex opa solution was not being measured but only of the room temperature. The consultant was sent the instructions for use (IFU) and informed that the cidex opa solution itself needs to be tested to be a temperature of 68 degrees f or warmer. The consultant provided contact information of a nurse at the facility. When contacted, the nurse stated she had been informed and trained on proper use of cidex opa solution and no loads were released and no injuries reported. The IFU states in order to achieve high-level disinfection, the cidex opa solution must be at a minimum temperature of 68 degrees f. The customer was advised to use a heating device of medical grade quality to heat the solution to its minimum temperature requirement and to follow the (IFU) for manual processing high-level disinfection. As a matter of policy, advanced sterilization products (asp) has decided to report cases where a customer does not follow the IFU when processing their scopes in cidex opa solution since asp is not able to guarantee it has been high level disinfected.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the batch history record, complaint trending, failure mode evaluation analysis (fmea), visual analysis, supplier evaluation and retains analysis. ¿ the batch history record could not be reviewed as the lot number was not available. ¿ complaint trending could not be performed as the lot number was not available. ¿ the fmea was reviewed for "disinfection time/temperature" and was within the acceptable limits. ¿ visual analysis was not performed as the product was not available for return. ¿ the supplier was not notified of the issue as the issue was not identified as a manufacturing or functional issue. ¿ retains testing was not performed as the lot number was not available. The likely assignable cause of this issue was failure to follow instructions. The instructions for use (IFU) was sent to the customer informing on how to properly heat cidex® opa solution. The issue will continue to be tracked and trended.